Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced fluid leaking out of the safe lock apd luer connector. The patient contact tightens the connector, continues other activities, and then finds fluid leaking out again. The patient contact has to tighten the connection again. The patient contact has to put a bucket under the connector to catch the fluid. Upon follow up, the patient contact confirmed the reported fluid leak event occurred between the safe lock apd luer lock connector and the baxter bag during the last fill of treatment. A not enough fluid alarm also occurred during this treatment. The patient has worked with the pd nurse to ensure a tight connection however the connection always loosens during treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue. The patient contact confirmed that the adapter is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and found to be acceptable. In addition, the white connectors were dimensionally inspected, and the sample was found to be within the acceptable range. A functional test was performed in the cycler machine and worked as intended without any abnormalities during the tested period. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint.